Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer declined to continue to troubleshoot with tandem technical support, therefore no additional information could be obtained.